Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history report) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller report that the customer received a "replace sensor" message on the adc freestyle libre sensor on the same day of insertion. It was further reported that on (B)(6) 2019, the customer experienced unspecific hypoglycemia symptoms and consequently lost consciousness. A non-hcp administered insulin injection (does/type unknown) as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller report that the customer received a "replace sensor" message on the adc freestyle libre sensor on the same day of insertion. It was further reported that on (B)(6) 2019, the customer experienced unspecific hypoglycemia symptoms and consequently lost consciousness. A non-hcp administered insulin injection (does/type unknown) as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.